Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed the returned device indicated normal battery depletion.

Event description:
It was reported that the device reached elective replacement indicator (eri) in 38 months and experienced unexpected longevity. The device was explanted and replaced successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 694765 lead implanted: (B)(6) 2011; 457453 lead implanted: (B)(6) 2004. (B)(4).